Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator has foreign material. Customer issue for image is out of focus and blurry not found, however, endoscope cable cannot be connected securely due to deterioration of the electrical (el) connector, causing no image to be received. Other observations for the device are: adhesive on distal end rubber coating (a-rubber) has a chip; connecting tube and universal cord have a scratch; distal end cover (c-cover) has a dnet; and there is low angulation with play. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for evaluation and repair of the device image being hazy and unclear even after cleaning the lens during reprocessing. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material. This medwatch is being submitted for the presence of foreign material in the forceps elevator during device evaluation.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Customer provided information for reprocessing at the facility. An air water channel cleaning adapter is used for pre-cleaning which done with a delay of 15 minutes. During those 15 minutes, the device is pre-soaked. Steps taken during the pre-cleaning: air water flushing through air/water channel using channel cleaning adaptor and aspiration of suction channel. Detergent used for pre-cleaning is of an unknown local brand. The endoscope channels are brushed during manual cleaning with reusable olympus bw-20t. Local detergent and disinfectant glutaraldehyde (ga) are used. No automatic endoscopy reprocessor (aer) is utilized. Reprocessing is done manually. The endoscopes are dried manually and stored in endoscope cabinet after reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.